Manufacturer narrative:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.700 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 201 to 212. Following the recalibration, the device passed the 30 psi occlusion pressure test at 24.900 psi, which is within specification. The pump also failed the ground resistance test, measuring 0.235 ohms. The power filter screws were tightened, as the probable cause was determined to be loose screws. Tightening the screw resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.091 ohms. The acceptance criterion for this test is < 0.1 ohm. CAPA-15 and CAPA-34 was initiated to investigate the root cause for this failure mode. Reference to complaint #: (B)(4).

Event description:
During routine preventive maintenance (pm) testing at intuvie, the infusion pump failed the 30 psi occlusion test, recording a pressure of 20.700 psi which is outside the acceptable range of 22 to 38 psi. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed and determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the 30psi calibration value from 201 to 212. Following the recalibration, the device passed the 30 psi occlusion pressure test at 24.900 psi, which is within specification. The pump also failed the ground resistance test, measuring 0.235 ohms. The power filter screws were tightened, as the probable cause was determined to be loose screws. Tightening the screw resolved the issue, and the ground resistance test subsequently passed with a measured value of 0.091 ohms. The acceptance criterion for this test is < 0.1 ohm. No patient involvement reported.